Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a sensor glucose versus blood glucose difference that suspended the insulin pump and mentioned that they experienced a high blood glucose level of 401mg/dl. The customer was assisted with troubleshooting for the high readings. Customer's blood glucose value was 242mg/dl at the time of the call. The customer declined to further troubleshoot the insulin pump for the high blood glucose and for the sensor glucose and blood glucose difference. The product will not be returned for analysis.